Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed noise on the atrial lead. The physician elected to explant and replace the atrial lead during routine generator exchange. Patient condition was stable before and post procedure.

Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead was returned for analysis cut 25.0/41.0cm (outer insulation/outer coil) from the distal tip. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.